Event description:
The facility alleged a bariatric pt complained of pain the day after delivery on the birthing bed. The facility stated the pt's body overhung the labor grips on the bed. The pt was examined by a doctor' and diagnosed with a 3rd degree friction burn between the pt's buttocks and knee.